Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that main full-height drawer 6 failed to open due to a faulty open/close sensor. Further inspection revealed that the inseparable latch magnet had fallen out, contributing to the failure. The field service engineer replaced the inseparable latch and properly rebooted the station, after which drawer 6 became responsive. All pockets were confirmed to be functioning correctly. Cabling was checked and found to be in good working order. Additionally, the backup battery was replaced, and a rear bumper kit along with network plugs was installed. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to close. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.